Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was temporarily slow at clearing screen and was blacked out in some areas. Customer's blood glucose was 140-160 mg/dl. At the time of the report, the touchscreen issue had resolved and the display was operating as expected.